Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd894956 and gd894725. No issues were detected during the manufacture of these lots.

Event description:
It was reported a patient experienced peritonitis manifested by mild abdominal pain, cloudy effluent, low grade temperature, nausea and diarrhea coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. It was unknown if a peritoneal effluent analysis was performed. On an unreported date, the patient began treatment with vancomycin and gentamycin (intraperitoneally, doses and frequencies not reported) for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the symptoms of peritonitis resolved. The patient experienced a myocardial infarction and cardiac arrest six days after the event of peritonitis. Treatment was not reported. On that same day, the patient died due to the cardiac arrest and myocardial infarction. The patient had not recovered from peritonitis prior to death. Pd therapy was ongoing until the time of death. It was unknown if an autopsy was performed. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).